Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of air switch unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the foot switch pedal of the subject device does not work when pressed, or it works but continues to work even when the foot switch is not pressed. The event occurred during set up/ inspection for use. There were no reports of patient harm.